Event description:
Patient undergoing coronary artery bypass grafting x 4, aortic valve replacement and left carotid endarterectomy. At the completion of the surgery, the heart was de-aired and the patient was weaned from cardiopulmonary bypass. There was bleeding from the region of the om graft which was oversewed with prolenes which reduced the bleeding. Fibrillar and floseal were utilized as packing in this area to control bleeding. The patient had global biventricular dysfunction which was unresponsive to epinephrine. CPR was initiated and the patient was supported by bypass. Patient's eeg was flat and it was determined that it was an irreversible situation and the patient was declared dead.autopsy report: embolization of foreign material consistent with manufactured pro-thrombotic material into the coronary circulation, with involvement of numerous intramyocardial and epicardial vessels.

Manufacturer narrative:
Additional information received on 08-sep-2009 from clinic:1. At the time of floseal application, was the vessel being treated temporarily clamped, or was blood flow active?yes - active blood flow in the vessel.2. The user facility report states that floseal and fibrillar were used as packing at the bleeding site. Please ascertain if there was compression of the floseal matrix during the application.no3. The date of the event and date of death are conflicting in the user facility report. Please confirm which date is accurate.date was incorrect (typo) - the correct date is 2009.4. The lot number of the applied floseal.do not have lot number.the user facility will not provide any additional information ----------------------------baxter follow-up medical assessment:based on the written answers of our questions from the risk manager of the clinic, it appears that the floseal application has been done in accordance with the application guidance of the floseal IFU: in the presence of active blood flow, and with no compression of the applied product. Assuming that this was the case, no user error is apparent. Since floseal (identified as thrombogenic material) has been identified in the heart vascular system, other alternative (surgery related causes) may have contributed to the event: e.g. Imperfect anastomotic closure, hemodynamic factors.floseal has caused or contributed to the fatal outcome. A user error is improbable. Further investigation is not required. The instructions for use are clearly warning against the intravascular application of the product.----------------------------this will be kept on file for trending purposes.

Manufacturer narrative:
Baxter medical assessment:as mentioned in the instruction for use of floseal, the product should not be applied intravascularly. Also compression should be avoided. Autopsy findings have confirmed thrombogenic material in the coronary and heart vascular system. From the report it appears that floseal has been used in conjunction with fibrillar collagen, but even though, floseal has at least contributed, if not caused the extensive thrombotic complication. The narrative suggests that floseal ?has bin packed? To stop the bleeding, which also suggests compression that may have facilitated the introduction of thrombogenic material into the vascular system.based on the existing information an error in the application of product is suspected. To further clarify the details of the application and the need for evtl. Surgeon retraining, following questions should be clarified with operating surgeon:has the anastomotic vessel been clamped during product applicationhas compression (instead of approximation been used)in regard to the correct product application and the measures to prevent intravascular placement, the present floseal IFU has no shortcomings or missing information.decision on surgeon retraining will be made upon receiving further clarification of the application circumstances. Upon receipt and evaluation of additional information, a follow-up will be submitted.